Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user trained virtually on ilet experienced infusion set insertion failures with the inset, describing that sets were getting stuck and not deploying into the body due to the serter mechanism, which led to infusion set deployment issues and potential connector attachment concerns; blood glucose was not impacted, and a goodwill shipment of contact detach sets was arranged with planned training on the alternate set. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included customer interview and service review with shipment of an alternate infusion set for mitigation. Investigation of this case revealed deployment difficulties consistent with improper or unsuccessful infusion set insertion attributable to the insertion device mechanism, with no device alarms and no recorded impact to glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-related insertion difficulty with the specific set and serter, remediated by switching to a different set and providing additional training.